Event description:
It was reported that upon interrogation there was an event on the implantable cardiac monitor (icm) for which there was no data available. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.